Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the tavr procedure was completed. Reportedly, the suture knot of the two proglide devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved as there was still pulsatile blood flow. Complete hemostasis was achieve with a cutdown and a patch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.